Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the set appears wet. One photograph appears to show the leak originated from the header area. There is an unknown amount of weld expulsion visible which may be an indication of a welding failure. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during the priming of a polyflux 140h, an external fluid leak was observed. There was no patient involvement. No additional information is available.